Manufacturer narrative:
Estimated date of event. The device was not returned for analysis. It could not be determined which of the 2 clips resulted in the reported issue. Therefore, the manufacturing records review includes an assessment of the lot history record (lhr), exceptions, and complaint history for all implanted clips. A review of the lot history records revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of death is listed in the mitraclip system gen 4 instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported death could not be determined. The reported patient effect of additional therapy/non-surgical treatment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Na.

Event description:
This is filed to report the patient death. It was reported that on (B)(6) 2020 two mitraclips were successfully implanted, reducing grade 4+ degenerative mitral regurgitation (mr) to grade 2+. After the procedure, the patient complained of throat pain and an esophageal injury, unrelated to the implanted clips, was noted. Per the physician, the intubation tube is suspected to have caused the esophageal injury. On an unspecified date, the patient experienced edema, inflammation, and organ failure and was placed on life support. On (B)(6) 2020, the patient died. Per the physician, the cause of death is unknown and it is unknown if the mitraclip or mitraclip procedure caused or contributed to the patient death. No additional information was provided.